Event description:
This outer catheter has an unknown implant and explant date. A call to technical services placed on (B)(6) 2013 states that there has been issues with using breakaway inner catheter. Caller noted that part of issue might have been due to off-label use. Physician was using an acuity breakaway inner catheter with a medtronic outer catheter (off-label) and a quickflex micro lead (off-label). Physician stated that the spring in the breakaway catheter gets stuck when pushed down and he has to jiggle it to unstick it. He also stated that the slightest bit of maneuvering cracks the hub of the breakaway. He commented that it breaks away way too easily. He stated it has happened to him before and also had a problem advancing the quickflex through the inner catheter. Ultimately he decided to cut inner catheter away and finished without the inner catheter. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).